Manufacturer narrative:
Concomitant medical products: product ID: 97715, serial#: (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator. Product ID: 977a275, serial#: (B)(4), product type: lead. Product ID: 977a275, serial#: (B)(4), product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 14-nov-2022, UDI#: (B)(4). Product ID: 977a275, serial/lot #: (B)(4), ubd: 14-nov-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from a patient via manufacturer representative, regarding patient's implantable neurostimulators (inss) for spinal pain and nonmalignant pain. It was reported that the cervical percutaneous lead slipped down/migrated. No symptoms were reported. The event date was provided a couple of months ago. No further complications were reported/anticipated. On 2019-oct-25, additional information was received from the rep. It was reported that the cause of lead slipped/migrated was not determined. The patient consulted a neurosurgeon regarding revision or replacement with paddle. However the neurosurgeon felt that the leads did not move significantly and therefore a surgery would not help. The issue was not resolved. Patient's weight information was provided. The provided information was confirmed with the physician. On 2019-nov-01, rep provided the serial numbers of the ins and the leads that were associated with this event. No further complications were reported.